Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s parent, on approximately (B)(6) 2025, the patient experienced a seizure because the patient thought ¿she was higher than she was¿. No further symptoms were reported, and it was stated that the patient was hypo unaware. It was stated that the last 2 ¿dexcom¿s¿ had been off by 2.0 mmol/l, but no specific values were reported. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s parent, on approximately (B)(6) 2025, the patient experienced a seizure because the patient thought ¿she was higher than she was¿. No further symptoms were reported, and it was stated that the patient was hypo unaware. It was stated that the last 2 ¿dexcom¿s¿ had been off by 2.0 mmol/l, but no specific values were reported. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3: date of event - correction. B5: describe event or problem - correction. H2: correction. H6: type of investigation - correction. H6: investigation findings - correction.